Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d), when medtronic leads were plugged in, far r-wave oversensing and crosstalk were observed when atrial pacing occurred. Low r-wave measurement was recorded. Programming changes were made. The leads were disconnected and re-connected. The device was replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.